Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced skin irritation described as redness at the insertion site after wear it. The customer had contact with a doctor, who prescribed a steroid ointment as treatment. The customer was advised to see their doctor again if the redness recurred. There was no report of death or permanent impairment associated with this event.